Event description:
Customer reported differences between her sensor glucose and blood glucose readings. The customer's sensor glucose was 59 mg/dl and blood glucose was 134 mg/dl. The customer also stated his insulin pump was also going into threshold suspend. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).